Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a computerized tomography (CT) abdomen without contrast indication which revealed infection associated with driveline of left ventricular assist device. The patient returned to clinic for surgical evaluation of driveline wound infection and reported continued pain and drainage around driveline. Pain worsened with ambulation. He also explained cracked driveline which is taped on several sections. The patent was treated with medication, parenteral antibiotics. Infection resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause to the reported events, as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 08aug2016. Heartmate ii lvas IFU, rev. H, is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Heartmate ii patient handbook, rev. G, is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.